Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen(14) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii video system center display panel malfunctioned and that all the buttons do not function when switched on. The reported issue was discovered during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.